Event description:
Reporting status: malfunction. Reporting rationale: difficulty to remove a guide wire from a stent is likely to cause or contribute to patient injury. Device issue: difficult to remove. It was reported that after the stent was deployed well, an attempt was made to retrieve the guide wire; however, the guide wire was stuck to the stent strut and the stent came out of the patient with the guide wire. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system was not returned, only the stent implant was returned. There was blood and contrast visible on the stent implant. The stent implant was returned stuck on the tip of another company's guide wire. The entire length of the stent implant was stretched out and mangled. There was an unknown green substance on the stent implant. There was no other damage noted to the stent implant. The guide wire was returned with blood and contrast visible on the coils. The tip coils were pushed distal to the solder for a length of 4 mm. There were offset and overlapped coils proximal to the solder for a length of 9 mm. The stent implant was wrapped around the guide wire at the proximal end of the offset and overlapped coils. There were bends in the core of the guide wire consistent to the way the wire was rolled up when received. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.